Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that 1.5 hours post-aquablation procedure, the patient was taken back into the operating room due to arterial bleeding at bladder neck, which was addressed with further cauterization. The patient underwent a blood transfusion (per the manufacturer's instructions for use, bleeding is a perioperative risk of the aquablation procedure) on the night of the procedure. It was reported that the hemostasis protocol was followed. The patient was reported to be doing well and was discharged. There were no reported malfunctions of the aquabeam robotic system.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, the device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b /serial number (B)(6) was performed, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. 8.32 sterile: a. After the after the aquabeam aquabeam handpiece removal, follow the standard clot handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. Sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) · balloon catheter in bladder with bladder neck traction. Balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. Balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The patient required blood transfusion due to arterial bleeding at the bladder neck. The patient was reported to be doing well and discharged. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the event log files, DHR and labeling the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.